Event description:
It was reported that when opening and pre-testing cuff patency, the clinician found that the cuff leaked. No patient injury was reported.

Manufacturer narrative:
Premarket (510k) number is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and function testing was performed. The evaluation received one 7.5mm ID device was returned for cuff leaking. The product cuff was leak tested with air per procedure. The cuff was unable to fully inflate and immediately deflated as air escaped from a small hole or scratch in the tight to shaft (tts) cuff. Upon visual inspection of the cuff, it was noted that there are tiny scratches next to the small hole on the cuff and multiple other areas nearby the leaking hole that show signs of abrasions with tiny scratches not visibly leaking yet, perhaps caused by the device encountering contact with something sharp externally or potentially from hard cartilage internal to the patient. The root cause was unable to be undetermined. No actions were taken to mitigate the reported issue: no anomalies were found during review of DHR. The product is 100% inspected and leak tested during manufacturing, prior to shipping to the customer.